Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after filling the cartridge with less than 100 units of insulin. Then, it was reported that the pump became frozen on the "preparing for fill" screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the screen was able to be cleared. The customer was able to add additional insulin to the cartridge and complete the load process. The customer did not know blood glucose level; however, reported being "okay".